Event description:
It was reported to philips that the device had an energy selection knob fault. There was no patient involvement.

Manufacturer narrative:
The device is at the end of life and no action taken. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018.information found in document: (B)(4).